Event description:
It was reported by the affiliate that during a thyroidectomy procedure, the device was attached to the harmonic handpiece as usual, when activated the instrument's shaft, made a noise and the end of the active blade was broken. Not noted how case completed. No patient consequence.